Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 04/30/2015 - exp. Date: 04/30/2016 - (B)(4). (B)(4) - 1650de - MFR. Date: 04/30/2015 - exp. Date: 04/30/2016 - (B)(4). (B)(4) - 1650de - MFR. Date: 11/30/2014 - exp. Date: 11/30/2015 - (B)(4). (B)(4) - 1650de - MFR. Date: 04/30/2015 - exp. Date: 04/30/2016 - (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries, ac and or dc adapters, and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that there was power switching and a pump stop associated with the controller and batteries. An elective controller exchange was performed and there were no effect on patient. And four batteries will be returned for evaluation. No additional information available.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: age/date of birth, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, if remedial action initiated, correction/removal reporting number, additional MFR narrative.. The controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Analysis of the batteries revealed that the batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Additionally one other battery ((B)(4)) will be evaluated under another complaint (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to evaluate momentary disconnections identified on smr controllers. Additionally, the controller failed visual inspection due to a loose serial port connector loose connectors are currently being investigated by manufacturer. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. This observation is not related to the reported event. Log file analysis revealed 43 controller power up events, between (B)(6) 2016. Of the 43 controller power up events recorded, 15 have occurred during the time frame covered by the data file (data starts at 08/06/2016). Out of the 15 controller power up event, 9 occurred on (B)(6) 2016. The controller power up event on (B)(6) 2016 was likely when the controller was exchanged. The first controller power up event on (B)(6) 2016 occurred at 05:29:28. The data point prior to the controller power up event revealed that (B)(4) was connected to power port 1 with 80% rsoc and (B)(4) was connected to power port 2 with 60% rsoc. The data point after the controller power up event (recorded at 05:44:28) revealed that the same batteries were connected and that each experienced a disconnection in the preceding 15 minute interval. The second controller power up event was recorded at 05:53:31. The data point prior to the controller power up was recorded at 05:44:28 (the data point after the first controller power up), as stated before, recorded (B)(4) connected to power port 1 and power port 2, respectively. Both batteries experienced a disconnection within the preceding 15 minute interval. This observation was consistently seen throughout the different controller power up events. Based on the available information, a possible root cause of the observed controller power up events can be attributed to a disconnection of both power sources; the disconnects may have occurred due to the patient or possibly by momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) - battery / 1650de / manufacturing date: 04/06/2015 / expiration date: 04/30/2016 / (B)(4) - battery / 1650de / manufacturing date: 04/09/2015 / expiration date: 04/30/2016 / (B)(4) - battery / 1650de / manufacturing date: 04/09/2015 / expiration date: 04/30/2016 / (B)(4) - battery / 1650de / manufacturing date: 04/09/2015 / expiration date: 04/30/2016 / (B)(4) - battery / 1650de / manufacturing date: 11/21/2014 / expiration date: 11/30/2015 / (B)(4).

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.